Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient began having joint pain and increased pain in their back about 2 months prior. A dye study was performed and there was a confirmed leak at some part of the catheter in the back. The dye was leaking around the connection in the back during the dye study. The catheter was also very sluggish when aspirating. The location of the catheter issue was the connector pin/distal segment. The actions required as a result of the event included replacement/revision. Diagnostic testing or troubleshooting performed included a dye study. It was noted that the product issue was resolved. The patient¿ status at the time of report was alive- no injury. The pump was used to infuse fentanyl, clonidine and bupivacaine. No additional information was reported regarding this event. If additional information is received, a follow-up report will be sent.